Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The first proglide device was used for successful suture placement. Reportedly, after deployed the suture of the second proglide device, the foot would not retract completely. The second proglide device was removed with the foot open. No artery damage was reported. The tavi procedure was completed and hemostasis was achieved with the sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device, but not established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar foot retraction issue incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.